Event description:
During an upper lobectomy procedure, the atw45 linear cutter misfired. The staples did not fully close, prompting the surgeon to retrieve the staples one by one from the pt's lung. No adverse pt consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.